Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor cannula was not attached to the sensor when removing the sensor. Customer stated that the introducer needle was not bent or hard to remove and the cannula was not visible on the sensor base. Customer was unsure if the cannula was still in the skin. Customer was advised that it might be retracted. Blood glucose value was between 4 and 8 mmol/l.